Manufacturer narrative:
The customer discarded the test strips with lot number 58944021. Meter a and two test strips with lot number 60942022 were received for investigation. They were tested using retention controls. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 2.9 inr. Qc 2: 2.8 inr  the results a.lleged by the customer were observed in the meter¿s result memory. The test strips with lot number 65031621 were received for investigation. They were tested using a retention meter and retention controls. Date returned to mfg:18-apr-2023. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 2.9 inr. Qc 2: 3.0 inr. Qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods."  The investigation did not identify a product problem. The cause of the event could not be determined. Occupation: patient/consumer.

Event description:
We received an allegation of questionable inr results for one patient tested with the coaguchekxs meter with serial number (B)(6). (Meter a) and coaguchekxs meter with serial number (B)(6), (meter b) compared to an unknown laboratory method. The reporter deemed the meter results high which prompted her to retest. The reporter used three test strip lot numbers. Meter a result using test strip lot number 58944021: on (B)(6) 2023, the meter result at 11:00 am was 5.1 inr. This result was reported. The laboratory result at 12:00 pm was 3.5 inr. Meter a results using test strip lot number 60942022: on (B)(6) 2023, the meter result at 9:40 am was 4.6 inr. The laboratory result at 1:30 pm was 3.1 inr.  On (B)(6) 2023, the meter result at 12:15 pm was 4.1 inr. The laboratory result at 1:00 pm was 2.9 inr.  The patient's meter a was replaced with meter b. Meter b result using test strip lot number 65031621: on (B)(6) 2023, the meter result at 2:50 pm was 4.1 inr. The laboratory result at 3:30 pm was 3.1 inr. The patient's therapeutic range is 2.5 to 3.5 inr. The interval of testing is every 2 weeks. The expiration date for test strip lot number 60942022 was requested but not provided. The expiration date for test strip lot number 65031621 is 30-apr-2024.